Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the clinic due to an inappropriate high voltage therapy and inappropriate antitachycardia pacing therapy delivered for a supraventricular tachycardia (svt) event. Technical support was contacted and indicated the device correctly interpreted the svt event as ventricular fibrillation per the programmed settings of the device. Furthermore, there was no allegation of malfunction against the device. The device was reprogrammed to resolve the event and the patient was in stable condition.